Manufacturer narrative:
Batch review performed on 20-dec-2022: lot 2122516: (B)(4). Expiration date: 2026-09-27. No anomalies found related to the problem. To date, 9 items of the same lot have been sold with another similar reported case during the period of review. Additional device involved: batch review performed on 20-dec-2022: pedicle screw 03.58.445 must mc screw ø6x45 (k210427) lot 2122516: (B)(4). Expiration date: 2026-09-27. No anomalies found related to the problem. To date, 9 items of the same lot have been sold with another similar reported case during the period of review. Clinical evaluation performed by medacta medical affairs director: in a lumbo-sacral stabilization of a rather heavy man of 63 with significant spondilosis and stenosis, the two sacral screws are found broken at 3 months, althoug the clinical evolution is favourable. A cannulated 6.0mm screw is of course challenged by a heavy man whose lordosis is drastically changed; there were probably medical/anatomical reasons that made the choice of a larger screw not applicable. No inconvenience is to be expected from the fracture of the screws except the impossibility to retrieve them should this be desired by the surgeon. We have no reason to suspect a faulty device at the origin of this complaint.

Event description:
On the (B)(6) 2022, the patient underwent a primary cbt plif l4-s1 with the implantation of a single titanium interbody cage at each level. The patient had good bone quality. On the (B)(6) 2022, the patient came in for the 3-month post-op follow-up and x-rays revealed a bilateral fracture of the two 6.0mm cannulated pedicle screws at s1. No trauma and strenuous activities in the post-operative period were reported by the surgeon or patient. Lumbosacral lordosis went from 4 degrees pre-op to 11 degrees post-op. There is no plan to revise the screws at this time.